Manufacturer narrative:
Additional information received indicates  the pieces were removed with snaring devices through transfemoral and transapical access. All pieces were able to be removed. There was no report injury that occurred during the snaring of the pieces, just an increased procedure time. At the end, the patient was doing well.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the exact cause of the balloon burst is unknown. However, may be due to patient factors (calcified annulus).  The cause of the withdrawal difficulties and sub sequent balloon separation was likely due to procedural factors (force used to withdrawal the delivery system through the sheath)>  the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 26mm sapien 3 valve by transapical (ta) approach in aortic position, the balloon burst. It was not possible to remove the delivery system back through the sheath and a part of the balloon separated. The balloon pieces were able to be snared through ta and tf access. Despite the balloon burst, the valve was well implanted and working correctly. The patient was in a stable position post procedure. The annulus was mildly calcified.